Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this ingevity lead, high out of range pace impedance measurements were observed. The lead was removed from the procedure and tested outside the patient at which time helix rotation issues were also observed. It was decided to use another lead for implant. The attempted implant lead was returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, another report will be submitted.

Event description:
It was reported that during the attempted implant of this ingevity lead, high out of range pace impedance measurements were observed. The lead was removed from the procedure and tested outside the patient at which time helix rotation issues were also observed. It was decided to use another lead for implant. The attempted implant lead is expected to be returned for analysis. No resulting adverse patient effects were reported.